Event description:
Pt was found at 5:15 am in full arrest. Lpn's attempted CPR. Tried using oxygen but were unsuccessful. Used resuscitator bag which reportedly the mouthpiece kept falling off. Pt coded for 15 mins and died. Contact stated she felt it was user misuse.